Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The pump was visually inspected, microscopically examined, leak and functionally tested; all tests were passed, but the tubing was noted to be worn. The cylinders were visually and microscopically examined. The tubing of both cylinders was found to be worn. For the first cylinder, a leak was confirmed at a fold in the proximal cylinder body; therefore, the cylinder was not pressure tested. The second cylinder had folds that indicate possible buckling; however, this cylinder passed all tests performed. Product analysis confirmed a leak that is likely to have affected the performance of the device and which could have led to the reported replacement procedure.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and an anomaly was identified.